Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood kept rising up into the level detector port of the 2008t machine and wetting the external transducer during the patient's hemodialysis (hd) treatment. A transmembrane pressure (tmp) problem occurred during treatment according to the facility staff. An unknown alarm regarding the issue was received. The biomed verified that the internal transducer protecting was clean and dry. The biomed stated during follow-up that the machine remains out of service pending troubleshooting. Additional information was requested however a response was not received. The patients' estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention indicated upon initial reporting. No parts were reported to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood kept rising up into the level detector port of the 2008t machine and wetting the external transducer during the patient's hemodialysis (hd) treatment. A transmembrane pressure (tmp) problem occurred during treatment according to the facility staff. An unknown alarm regarding the issue was received. The biomed verified that the internal transducer protecting was clean and dry. The biomed stated during follow-up that the machine remains out of service pending troubleshooting. Additional information was requested however a response was not received. The patients' estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention indicated upon initial reporting. No parts were reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.